Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow-up, atrial undersensing was observed. Review of the atrial sense trend showed a sustained reduction of sensed p-waves. Multiple programming changes were made to the base rate and atrial output settings. The patient will continue to be monitored.